Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Customer alleges a resident was in the tub with the water filled up and all of a sudden the door just burst open and 40 gallons of water dumped on to the floor.